Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention at the accident and emergency department ((B)(6) hospital / (B)(6)) on (B)(6) 2026 with diabetic ketoacidosis. The patient¿s blood glucose levels rose to 26 mmol/l (468 mg/dl) while wearing the pod between 37 and 48 hours. It was reported that the pod was leaking insulin. Reported symptoms include malaise, increased thirst, shaking, nausea and vomiting. The patient was treated with intravenous fluids and insulin. The patient was released the following day on (B)(6) 2026. The pod was discarded at the hospital.